Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 9616099-2012-00737 and 1058196-2012-00439. A report was received for the envoy guiding catheter ((B)(4)) and enterprise vrd ((B)(4)) reporting "defective material". It was indicated that it occurred during use and there was no potential adverse event related to the device and no event or product problem outcome. No further information has been provided in response to multiple investigative efforts. One non sterile unit of envoy 6f .070 was received coiled in a plastic bag, kink/bent conditions were found at 5.3cm, at 7.6cm, at 9.9cm, at 12.6cm, at 23.6cm, at 36.2cm, at 38.1cm, at 62.3cm, at 64.4cm, at 66.1cm, at 68.6cm, at 70.3cm and 91.2cm from ID band. No other issues were found. Functional analysis was performed. After flushing the device a lab sample 0.038" emerald guide wire was inserted in the received gc and it went through gc; resistance/friction was felt when the guide wire was passed through the kinked areas of the gc. No resistance was felt in the area of the rest of the catheter lumen. Next the gc/guide wire as one unit was introduced into lab sample 6 fr catheter sheath introducer (csi) and resistance/friction was felt when the areas that were kinked passed through the csi. The catheter body/shaft od and ID were measured at different locations and also near to the kinked condition. All dimensions were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As additional investigation the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, compress or other type of damage on the guiding catheters. Due to the lack of information regarding what the report of "defective material" meant no conclusion can be made regarding the complaint. Multiple kinks were noted on the returned envoy guiding catheter (gc); however, the timing of these damages as related to the procedural/post procedural handling cannot be determined. The od and ID of the returned gc were within specification. The gc was not obstructed; there was resistance during insertion of a guide wire into the gc and insertion of the gc into a sheath, which was related to the kinks found on the returned gc. The device did not present any indication of manufacturing defect or anomaly that could contributed to the reported event. Neither the product analysis nor the DHR review suggests any failure related to the gc manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
Per received report, the product is a defective material.